Event description:
The electricity did not reach to the ultratome rx sphincterotome and the wire did not cut. The ultratome rx sphincterotome was not used with the pt during endoscopic retrograde cholangiopancreatography (ercp).

Manufacturer narrative:
The suspect device has not been returned to the mfg facility for the eval.